Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and passed. A pairing test was performed, and it passed. The share log was downloaded, and it passed. The allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.